Event description:
It was reported that during a low anterior resection procedure, the iris valve seal was broken during the procedure. The surgeon changed the procedure to open, and the patient lost his anus. The surgeon made a fistula for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: please confirm what the damage to the iris seal was? The device torn during the procedure. Why was the procedure converted to open? Because there was not another device for use, the surgeon had to change the procedure to open. Was the procedure converted to open as a result of not having another device? Yes please clarify how the conversion to an open procedure is related to the permanent colostomy (fistula)? The surgeon did not tell the details about the procedure to us. So we cannot judge whether the permanent colostomy is related to the conversion of the procedure. What are the factors that led to the colostomy? Unknown. Is the colostomy believed to be related to the damaged iris seal? If so, please explain. Unknown. What is the patient¿s current condition? Now the patient is fine. The analysis results found that the iris seal of the device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. No incident related to the reported event was observed during the batch record review.